Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and determined that the touch screen calibration was off when trying to touch the display. The calibration was performed as well as the operational verification procedure and all tests passed. The unit was placed back into service.

Event description:
The customer stated that there was a note on this unit stating the touch screen is not working. It is unknown if the unit was on a patient at the time of the event.

Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and determined the root cause to be due to the touch screen needing calibration. The calibration was performed and the unit found to be operating per manufacturer's specifications.